Event description:
A malfunction alarm was reported with the pump, displaying malf 12. There was no reported adverse impact on the customer's blood glucose level. The customer used a backup insulin pump to ensure insulin delivery continued. Technical support assisted in resetting the pump, but the same malfunction code recurred. Consequently, technical support decided to replace the pump and confirmed the shipping address for the replacement. The customer was instructed on storage mode and acknowledged returning the problematic pump within 10 days using a pre-paid label.